Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. Although a crack on the distal cover was not observed during the inspection prior to use; it is likely that a minute crack occurred from pushing the distal cover onto the scope obliquely during attachment. In addition, the distal cover likely endured stress, such as contact with the bite block and/or a frictional load by twisting/pushing/pulling in the patient's body. This caused the minute crack to increase in size. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual chapter 4 - 4.1 (includes detection). Operation manual chapter 3 - 3.5 (includes preventive measures). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00219.

Event description:
The customer reported that two distal covers fell off from the scope during an unspecified procedure into the patient. The user was able to retrieve the fallen parts. Additional information was later received from the customer indicating there were two procedures; however, they could not provide more information for this particular event for which this MDR is being submitted. The customer did note that no anti-fog agent was used on the distal cover. There was no harm or user injury reported due to the event. Case with patient identifier (B)(6) reports the distal cover for this event. Case with patient identifiers (B)(6) (distal cover) and (B)(6) (scope) reports the other procedure.